Event description:
An antibiotic dose was hung as a secondary infusion to infuse over 1 hour. The infusion pump administered 100 ml of normal saline from the primary line, rather than the secondary antibiotic dose. The antibiotic was administered approximately 90 minutes late after all the tubing was changed.